Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities that may have contributed to the reported event. Air was passed through the cannula; no blockages were observed. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview 6 pro, when the co2 insufflation was switched from the btt short port to the site on the harvesting cannula, there was no co2 flow. There was co2 flow when the btt short port was being used for insufflation. This issue was noticed during the procedure, just prior to harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.